Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would not open. Device was not used during procedure. Another device had to be opened. No patient consequence.